Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID sedr01 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was low impedance warning on the right atrial (ra) lead. The patient was in chronic atrial fibrillation (af) so the physician elected to cap the lead. No patient complications have been reported as a result of this event.